Event description:
A healthcare facility in (B)(6) requested the annual service for iw933 cosycot infant warmer. Upon device assessment it was discovered that the power fail alarm was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in france requested the annual service for iw933 cosycot infant warmer. Upon device assessment it was discovered that the power fail alarm was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4), method: the complaint iw933 cosycot infant warmer was returned to fisher & paykel healthcare (f&p) service centre in france where it was evaluated by a trained f&p technician. Results: during testing it was found that the unit's power fail alarm did not function when the unit was disconnected from power. The harness main switch or rocker switch were not working. Conclusion: we are unable to determine the cause of the reported fault. It is likely the faulty mains switch or harness switch could cause the power fail alarm not to function. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year.